Manufacturer narrative:
5/1/97- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.

Event description:
During an unspecified procedure, the clips did not advance. The surgeon used another device to complete the procedure. No pt injury reported.